Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss and affecting all wireless transmission throughout the hospital. No patient harm reported. Investigation conclusion: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. Corrected information: d4. Model number: corrected from cns-6201 to cns-6801a d11 - c2 concomitant medical products: corrected from rns-9703 to rns-9703-242 f9. Approximate age of device: corrected from 14 months to 13 months.

Event description:
The customer reported that the central nurse's stations (cns) and the remote monitoring systems 5 (rns) are in communication loss and affecting all wireless transmission throughout the hospital. No patient harm reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) and the remote monitoring systems (rns) are in communication loss and affecting all wireless transmission hospital wide. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices: device information requested and only received the following. Rns-9703, sn (B)(4).

Event description:
The customer reported that the central nurse's stations (cns) and the remote monitoring systems 5 (rns) are in communication loss and affecting all wireless transmission throughout the hospital. No patient harm reported.